Event description:
Pt reported often experiencing elevated blood glucose levels of more than 500 mg/dl. Pt reported experiencing nausea and took correction via the infusion device, but blood glucose level remained elevated. Pt's normal blood glucose range is 100-150 mg/dl. Pt reported changing the accessories but blood glucose levels remained elevated. Pt had 1+ ketones. Pt stated no insulin came out of the infusion sets, but the infusion device did not display an e4 (occlusion) error message. Pt thinks the infusion device doesn't deliver insulin. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspected product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.